Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the abbott diabetes care (adc) device. The customer received a high reading scan of 5 mmol/l on the adc device compared to an unspecified reading obtained on a competitor brand meter. It is unknown whether the customer noted a trend arrow on the device. The customer reported experiencing "insulin shock" but it is unknown if the customer self-treated with insulin based on the adc device scan prior to their reported symptom. The customer self-treated with sugar and there was no third-party intervention reported. There was no report of death or permanent injury associated with this event. Reportedly, an adc device scan of 7.2 mmol/l was compared to a reading of 2.20 mmol/l obtained on a competitor brand meter. When plotted on a parkes error grid, fall into the d zone, showing the difference in values to be clinically significant. The length of sensor wear is unknown. It is unknown when these readings were obtained in relation to the reported medical event.